Manufacturer narrative:
This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 11 september 2020.

Event description:
It was reported that the patient's device was electively explanted (date not reported) due to non-use.